Event description:
The customer reported that the central station as well as the bedside monitor failed to alarm when a pt went into v-fib. The pt has a history of v-fib arrest. The adjacent pt noticed the pt in v-fib. The pt required defibrillation and the current condition is unk.